Event description:
Pt required revision surgery for soft tissue irritation caused by another MFR's plate and screw system (wright medical claw plate), part number unk. Non-union also note during revision surgery and io fix device also removed. Investigation determined no failure of the extremity medical device.